Manufacturer narrative:
B5: upon follow up, it was reported that seven days after peritonitis onset, the event was ongoing and the patient was still hospitalized. Intravenous antibiotics treatment and pd therapy were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd)patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, 96 hour, route and duration were not reported) and ceftazidime injection (1gm once a day, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.